Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had dislodged on an unknown date. The lead was explanted. The patient's condition was stable post procedure. No additional information was reported.